Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to the third of three devices used during the same procedure. It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, upon removal of the slip tip syringe, the sponge detached and was pulled out through the cap. Two more of the same device were used and the same issue occurred. A water soluble lubricant was applied to the rx locking device biopsy cap prior to use. The procedure was completed with the fourth rx locking device. There were no patient complications reported as a result of this event.